Event description:
(B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing detached at the site while the patient was sleeping. The site location was patient's leg and the pump was on the belt. The infusion had been in use for two days and the infusions were not stored at extreme temperatures. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.